Manufacturer narrative:
Covidien reference:(B)(4). The covidien field service engineer (fse) evaluated the device and performed the extended self test (est). The device passed all testing and was placed back in service. The reported malfunction could not be duplicated.

Event description:
It was reported that during patient use, a ventilator generated an error message that rendered it into an inoperable state. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.